Manufacturer narrative:
Name: (B)(6) based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that tape was not sticking and cause of the product not adhering was set wire stucked with the door handle and the set fell down and patient had bleeding at set insertion site (thigh) on (B)(6) 2026.